Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. The patient reports receiving a communication error between the pod and their continuous glucose monitor (cgm). Symptoms reported include vomiting, large ketones, shortness of breath and dizziness. Once at the hospital the patient was treated with both intravenous fluids and insulin. The patient remains in the hospital at the time of this call and is expected to be discharged on this day. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.